Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had a "dark image" was found due to low light transmission. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope had a dark image. It was detected during reprocessing. There was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a dark image. It was detected during reprocessing. There was no patient involved.